Event description:
Two weeks following total titan shoulder fracture surgery, the tss eccentric humeral head had to be replaced because it dissociated from the humeral body.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.